Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and experienced differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer reported blood glucose value of 248 mg/dl and sensor glucose value was 68 mg/dl at the time of incident. The hypoglycemic event treatment was not mentioned. The event involved product(s) mmt-342,mmt-1884,mmt-431ag,mmt-7040a. Troubleshooting was declined by the customer. It was unknown whether the customer was using the insulin pump within 48 hours of the reported event. There is no mention of the auto mode feature at the time of the event. There was a high/low bg event contributing to differences between sensor glucose and blood glucose levels. Troubleshooting was performed, the difference between sensor glucose and blood glucose values was 180 mg/dl is beyond acceptable range. No further patient complications were reported. Mmt-7040a was expeted to return. Mmt-342,mmt-1884,mmt-431ag were not expected to return.